Event description:
It was reported that the customer's blood glucose (bg) was recorded as low. Cause was not known. Customer consumed carbohydrates to resolve bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.